Event description:
Pt undergone a left lower extremity arteriogram and revasculation. While negotiating a severe atheromatous occlusive plaque of the left popliteal artery with multiple guidewires, catheters, and sheaths a small fragment from a .014 guidewire broke off and remains in the proximal left popliteal artery. This fragment is the very soft tip of the wire and is approximately 0.75 of a cm. In length. The artery lumen was successfully re-opened via angioplasty and a stent insertion. The plaque location necessitated the placement of the stent over the wire fragment. It is reported that there was no negative effect from this occurrence and further incident. See scanned page.